Event description:
The patient's family member expressed a concern about inconsistencies in the pt's responses while using a sound processor. The pt's family member also observed patient's implant site is sensitive to touch. In 2004, the pt was seen by a company representative. Testing performed confirmed that the device was functioning. Programming adjustments were made. Two months later, the pt was seen at the center for evaluation. The audiologist observed some inconsistencies with pt responses. However, word and sentence recognition, even with noise, was very good. In april 2004, the co was notified that explant surgery was scheduled. The pt's c1 device was explanted.